Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Product was returned and evaluated. Visual examination of the returned product identified an indentation on the spherical surface and rim from attempted use. No other damage was noted. Dimensional product identifiers were measured and found to meet specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat #: 00877502802 / 12/14 ceramic fem head 0x28 / lot #: 3194028. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reduction, the head and bearing disassociated. These items were removed and replaced. It was reported that no additional information on the reported event is available at this time.